Manufacturer narrative:
(B)(4). A product recall letter was issued to all cell-dyn emerald customers who have received cell-dyn emerald cleaner, lots (6853, 6901, 6953, 6991, 7024, 7027, 7044, 7082, 7110 and/or 7119). The letter informs the customer of the issue regarding the potential for out of range controls. The letter instructs the customer to discontinue use of the suspected lot and destroy any remaining inventory. The customer is instructed that if they do not have replacement material available, they can continue to use the lot until they receive replacement material as long as their controls are in range. The customer is instructed to perform the decontamination procedure per the operator's manual. The cause for the qc material out-of-range low issue has been traced to the manufacturing process for raw material used in the cell-dyn emerald cleaner. Lot 6853 was reported under MDR 2919069-2016-00021 lot 6901 was reported under MDR 2919069-2016-00022 lot 6953 was reported under MDR 2919069-2016-00023 lot 6991 was reported under MDR 2919069-2016-00452 lot 7024 was reported under MDR 2919069-2016-00453 lot 7027 was reported under MDR 2919069-2016-00454 lot 7044 was reported under MDR 2919069-2016-00764 lot 7082 was reported under MDR 2919069-2016-00765 lot 7119 was reported under MDR 2919069-2016-00767.

Event description:
Customers have reported that the cell-dyn emerald analyzer generates quality control (qc) out of range low for parameters rbc and plt on all levels with the use of cell-dyn emerald cleaner list number 09h46-02 lot numbers 6853, 6901, 6953, 6991, 7024, 7027, 7044, 7082, 7110 and 7119. There is no impact to generated patient results. There is a potential for delay in results being generated due to qc out of range.